Event description:
It was reported that the patient presented to the emergency room after going asystolic and experiencing dizziness/syncope. The ambulance reported a heart rate of approximately 28 bpm. The patient had to be resuscitated with lucas CPR until a temporary lead could be implanted, and the patient was also intubated. Interrogation found no capture, high impedance, oversensing, loss of pacing, and a slight increase in threshold. It was later concluded that the rv (right ventricular) lead had fractured. A lead replacement was planned for later that week. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2009. (B)(4).